Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had failed and would not recover. A field service engineer found that the magnet on the insep had fallen off and replaced the insep on the drawer. Additionally, drawers 1.1 and 1.2 were also not detected on the bus. The field service engineer reseated the row board cable on both drawers, but the issue persisted, then replaced the pyxibus controller board. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a drawer failure and device was not detected on bus. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.